Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has been experiencing low blood glucose for 3 days and was assisted by the paramedics. The customer did not recall the blood glucose value at the time of the incident. He was treated with food. Current blood glucose is 160 mg/dl.